Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that her charger didn¿t fully charge, ¿went it get hot where it after hour.¿ no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins was not charging completely full and doesn't stop. The patient stated that they usually charged once a week and it takes them 2 or 2.5 hours to charge. The patient stated that they have had their recharger on for at least 4 hours and the ins is still not completely charged. The patient stated that they had not changed any of their settings. Towards the end of the call the patient saw the antenna too hot message. Patient services reviewed that the patient should take a break and to try again later. Patient services reviewed making sure that there aren't pillows, etc. When they are charging. Patient services determined that based on what thee patient was saying the recharger was working as intended and the patient should follow-up with the healthcare provider (hcp) to have the device checked. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.